Event description:
It was reported that a power-on-reset condition occurred after a recharge session. The condition was believed to result from emi. The patient experienced no symptoms, and was "fine".

Manufacturer narrative:
(B)(4).